Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart failure symptoms were worsening, and their qrs complex had widened significantly. The left ventricular (lv) lead placed at his bundle exhibited a rise in thresholds, to the point of not functioning. The lv lead was extracted and replaced. No further patient complications have been reported as a result of this event.